Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop (sheath); however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1515403) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that during pullback, the balloon ruptured immediately. Manual pressure was held for 30 minutes or less to achieve hemostasis. The patient was discharged 6 hours after manual compression with no issues and hospitalization was not prolonged as a result of the event. No additional information is available. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium.